Manufacturer narrative:
This is one event for the same patient involving two separate products; associated mdrs #1225714-2014-04005 and 04006.

Event description:
The plaintiff's attorney alleged, the decedent expired on or about (B)(6) 2011 after use of the product.